Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the leur of the bd 20 ml plastipak ¿ syringe was cracked, damaged and deformed. Found before use. There was no report of injury or medical intervention noted.

Manufacturer narrative:
Samples were available from the customer for evaluation and it was noted that the tip was damaged. From the information detected in the evaluation of the production history and the evaluation of the samples, it can be observed that the defect occurred due to assembly failure due to deformation in the luer region. Batch history analysis (DHR) was performed, quality notifications and maintenance records verified, and a corrective maintenance was detected in the hydraulic pump circuit. Conclusion: confirmed complaint. Root cause- assembling failure occurs due to deformation in the luer region(thread). The deformation can occur due to the factors process cooling time, ejection and breaking of the mold mechanism.